Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported occurred due to lock loosening caused unstable image output. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited intermittent image not displayed. The issue occurred during inspection for use. There were no reports of patient involvement.